Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic wedge resection, after firing, the squeeze continued, but the cutting was incomplete, and a scalpel was used to resolve the issue. Another handle and reload were used to complete the case. There was no patient injury.